Manufacturer narrative:
Complaint conclusion: during emergency coil embolization of an artery to prevent abdominal hemorrhage of a patient, a presidio ((B)(4)) was used first as the anchoring coil, however the coil could not be detached despite pressing the detach button numerous times. Since it was an emergency procedure, the presidio and the enpower control cable ((B)(4)) were replaced with new products. The target lesion site was then embolized with 5 galaxy coils, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event, and there was no report of the microcoil being stretched or kinked when removed. The coil was attached to the delivery system when removed from the patient. The same detachment control box was used with the subsequent coils. It was reported that a pre-deployment electrical check had been performed. It was reported that the fault light was seen during the case. All connections fit properly without use of force. No further information is available. The proximal section of the coil was buckled and stretched. Located 4 millimeters proximally off the distal tip of the device positioning unit (dpu) is a severely buckled section. The circumstances of when and how this damage occurred cannot be determined, nor was this damage reported. Proximal section of the coil was buckled and severely stretched. The circumstances of when and how this damage occurred cannot be determined nor was this damage reported. The detachment fiber did not receive heat and melt. The dpu failed electrical testing with resistance failing at >30.89 m ohms and the enpower systems go green light failed to illuminate. No manufacturing defects were found. The most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the solder joint connection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment failure of the coil was confirmed through product analysis. The enpower cable passed electrical testing. The root cause of the event could not be conclusively determined; however, it appears that a fracture of the solder joint may have contributed to the event. The circumstances of when and how this damage occurred cannot be determined; however, all microcoil systems are 100% electrically testing prior to final packaging. The damage to the coil and dpu were most likely related to post-procedural handling since it was reported that the coil was not damaged. Since the devices passed electrical testing prior to being released from the manufacturing facility, and no manufacturing defects were found during analysis, no corrective actions will be taken at this time.

Event description:
During emergency coil embolization of an artery to prevent abdominal hemorrhage of a patient a presidio (pc4100626-30/c27784) was used first as the anchoring coil, however the coil could not be detached despite of pressing the detach button for numerous times. Since it was the emergency procedure, the presidio and the enpower control cable (ecb000182-00 / c25930) were replaced with new products. The target lesion site was then embolized with 5 galaxy coils, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event, and there was no report of the microcoil being stretched or kinked when removed. The coil was attached to the delivery system when removed from the patient. The same detachment control box was used with the subsequent coils. It was reported that a pre-deployment electrical check had been performed. It was reported that the fault light was seen during the case. All connections fit properly without use of force. No further information is available.

Manufacturer narrative:
Patient age, weight, and concomitant medications were not provided. The device has been returned for analysis; however, the analysis has not yet been completed. Concomitant products: a chikai (asahi intecc), an excelsior sl-10 (stryker), an okay 2 (goodman, type unknown), and an enpower dcb (ecb000182-00 / c25930) were also used for this procedure. Additional information will be submitted within 30 days of receipt.